Event description:
It was reported that during surgery, the cuts were uneven on one side. During product evaluation, it was found that the unit could not perform a proper mesh and replaced it. There was no information available regarding the patient impact. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the unit's 1.5:1 cutter could not perform a proper mesh and replaced it. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: new zealand.